Manufacturer narrative:
(B)(4). The complaint iw934jeu baby control cosycot infant warmer is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Model - correction: a review of the design history record of infant warmer with serial number (B)(4) confirmed that the model is iw930jeu. Method: the following components were returned to fph (B)(4) for inspection: upper head case, lower head case, baffle insulation and upper harness connector. The components were visually inspected for damage. Results: visual inspection revealed that the upper head case was cracked and chipped off, confirming the reported fault. Slight discolouration was also observed on the upper harness connector. No physical damage was noted with the lower head case, except for some stains. A lot check revealed no other complaints of this nature for lot number 03012. Conclusion: evaluation of the upper head case suggests that the cause of the cracking is likely to be related to accidental impact. It is also possible that incompatible cleaning solutions have been used with the (B)(4) plastic of the upper head case, which contributed to the weakening of the plastic over time. The affected infant warmer is approximately 8 years old. The 900 series operating manual features a diagram of the infant warmer which highlights (B)(4) components and the cleaning instructions recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias of the infant warmer. Replacement parts have since been fitted on the subject infant warmer before it was returned into service.

Event description:
A healthcare facility in (B)(6) reported that an iw934jeu baby control cosycot infant warmer had a cracked head case. This was noticed during use on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that an iw930jeu cosycot infant warmer had a cracked head case. This was noticed during use on a patient. No patient consequence was reported.